Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive and the display showed visible led cracks, consistent with a damaged screen that impeded user interaction. No clinical symptoms associated with inability to operate the device via touch. Outcomes included the need for device replacement without medical intervention or hospitalization. Customer care provided support that included a review of the reported malfunction and assessment of device operation based on user feedback. Investigation of this case revealed physical screen damage with loss of touch functionality, while other device functions were not reported to alarm. It was concluded that the event was attributable to a hardware failure of the display/touchscreen component, necessitating replacement, and that therapy data would not transfer to the replacement device, requiring standard startup.